Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6984 (2) adaptor, implanted: (B)(6) 2006; 6726 (2) adaptor, implanted: (B)(6) 2006; 6949 implantable tachy lead, implanted: (B)(6) 2005; 419388 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced generalized abdominal pain which may be attributed to the implanted pacing system. A decision was made by the physician to explant the entire pacing system and re-implant a new system on the opposite side. No further patient complications have been reported as a result of this event.